Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). During routine replacement of ins today, they had difficulty removing the 8-15 leg of the paddle lead from the old ins. After they undid the screws and used some force in removal, the lead came out. However, when trying to connect to new ins, they had difficulty inserting fully into header block. Tss reviewed MRI eligibility for this scenario when some metal may be 1-2 electrodes outside of the header block. Some impedances are high on the 8-15 side but they have some normal impedances as well. They are going to stay with this lead for now but may have to consider a lead revision later on per caller.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial (B)(6) implanted: (B)(6) 2017 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial(B)(6) , ubd: 11-jul-2020, UDI#: (B)(4) b3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturer representative (rep) who reported the cause of the difficulty removing the paddle and inserting the lead into the new implantable neurostimulator (ins) header block was unknown but, could be due to the compromised lead. They report they are unsure what the cause of the high impedance issue is. Rep states the lead was wiped off and a different port was used and patient continued with the implant. The issue has not been resolved but they will proceed with the current setup and attempt to program around the high impedances.